Manufacturer narrative:
A software investigation was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the scan was of the full head of the patient. There were a combination of red, green and yellow points. The majority of the points were collected along the patient's brow line. There were no points encompassing back on the patient's forehead. It did not appear that the site went as far posterior as recommended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Because of the reported 2mm inaccuracy, the field service engineer un-installed and reinstalled software, then several tracer registrations to a resin head appeared accurate. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon felt inaccurate by about 2 mm anterior. Registration performed twice without resolution and surgeon opted to proceed with procedure, accounting for the inaccuracy. Surgical delay was less than one hour, with no reported impact on patient outcome.